Event description:
A facility reported a perforator did not disengage and dura mater was torn. The event led to 30 minutes surgical delay. The procedure was completed with a replacement product product available. The drill used is an electric medtronic midas mr8 06.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Perforator was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - a visual inspection was performed utilizing the unaided eye, unit was soiled but no other anomalies were observed. Functional spring test performed, unit did not initially pass the spring test, likely due to organic matter present, but it was cleaned and passed the spring test as designed. Functional test: once freed, unit successfully drilled 5 holes with no issues and found to function as intended. Therefore, the complaint condition could not be verified. Unit found to meet all acceptance criteria. Root cause - the root cause is undetermined and was unable to be confirmed in the complaint evaluation.